Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The reported observation ¿no generators have been found¿ was confirmed. The root cause of the observation was due to the device being previously set to MRI mode. If a device is placed in MRI mode, the device will not bond or enter a session with any other device that had not been previously paired. If a previously paired/bonded programmer or controller has the bond deleted the implantable pulse generator (ipg) will no longer have the ability to bond as the device magnet is disabled while the device is in MRI mode. The universal engineering programmer was used to disable MRI during analysis and normal communication between the device and a programmer was observed. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
It was reported that the patient's ipg had reached end of life. In turn, surgical intervention took place on (B)(6) 2023 where the ipg was explanted and replaced. Stimulation was restored post procedure.